Event description:
It was reported that the pneumatic roto osteotome drill leaked an oil-like substance during a case. A back-up device was used to complete the case with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow-up report will be filed after a quality investigation has been completed.